Event description:
Customer reported via phone, the insulin pump had alarmed no delivery, low battery, and then the device shutoff due to a dead battery. Customer was also in the early stages of ketoacidosis, she was feeling nauseous and blood glucose was 594 mg/dl. High was related to the fact the device had been off for three hours. Current blood glucose was 286 mg/dl. Customer also had spinal cord disorder. Customer wanted to proceed with troubleshooting but customer's mother advised her to call back when she felt better. Customer was advised to call back when she felt better to complete troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.